Event description:
New information received notes that the patient was in the emergency room due to syncope. Upon interrogation, it was found that the right ventricular (rv) lead exhibited no capture. Chest x-ray was performed and found the rv lead was dislodged. The patient was experiencing atrial fibrillation due to the dislodgement.

Event description:
New information received notes that the patient was in the emergency room due to syncope. Upon interrogation, it was found that the right ventricular (rv) lead exhibited no capture. Chest x-ray was performed and found the rv lead was dislodged. The patient was experiencing atrial fibrillation due to the dislodgement.

Event description:
It was reported that the patient presented in the emergency room for unspecified reason. Upon interrogation, it was found that the right ventricular (rv) lead had dislodged. The rv lead was explanted and replaced. Patient condition was stable.